Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced poor communication with their patient programmer. The patient also reported they were not feeling stimulation and had a return of symptoms. The patient was redirected to their healthcare provider to have the ins battery checked due to ins longevity relative to date of implant. Additional information was received from the patient. They reported that cause of the poor communication and not feeling stimulation was that the device was not working, it was checked in the doctor's office, it was implanted in (B)(6) 2015. The surgeon who implanted the device no longer accepted the patient's insurance so they were looking for a new physician. No further complications were reported or anticipated.